Manufacturer narrative:
Meter (B)(4) was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. (Meter serial number) and (device manufacturer date) has been updated based on the returned product.

Event description:
Customer reported receiving an unspecified high reading from his adc blood glucose meter. It was further reported that after receiving the reading he injected insulin in response to the result and then lost consciousness. Paramedics were called and transported him to a local hospital. At the hospital, customer was found to have ¿low glucose¿ and received unspecified treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The actual date when the event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving an unspecified high reading from his adc blood glucose meter. It was further reported that after receiving the reading he injected insulin in response to the result and then lost consciousness. Paramedics were called and transported him to a local hospital. At the hospital, customer was found to have ¿low glucose¿ and received unspecified treatment. There was no report of death or permanent injury associated with this event.